Manufacturer narrative:
Device returned with no identification. Based upon the inquiry info received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly "did not staple or cut" during surgery. The instrument was returned in good physical condition. The instrument was cylced, fired, cut and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The device was used during a laparoscopic ovarian cystectomy. It was reported a load crunch was heard when the device was fired. The device did not staple nor cut. A second device was opened to complete the procedure. There was no consequence to the pt.